Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer either changed out the cartridge, infusion set or both to resume insulin delivery. Pump system check was performed and cause of occlusion could not be identified. Customer's blood glucose was over 600 mg/dl at its highest. Correction boluses were delivered to address bg.